Manufacturer narrative:
Concomitant medical products: product ID 39565-65 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 30-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the "stimulator has been broken for over 3 years" and the health care provider (hcp) "can't take it out or repair it" (note: patient services (pss) was under the impression that the pt rep was reported that the leads were broken, but was unable to clarify due to the pt rep disconnecting the call). Pt rep noted the ins was located in the pt's back and hip. Pt rep stated that the hcp instructed the pt to keep the ins charged. Pt rep stated that the pt did keep the ins charged for 1 year, but stated to pss that the ins hasn't been charged and the ext. Equipment (pp and insr) do not connect w/ the ins. Pt rep stated that the ins has been off for 2 years. Reviewed MRI compatibility, as it pertains to labeling, and the possibility of getting the ins jump-started. Pt rep stated that the ins can't be jump-started because there are "too many broken wires". Pt rep stated it "was determined at least 3 years ago, they had to go in and replace wires, and if it was bad enough they were going to replace the whole thing". Unable to further clarify statement due to the pt rep disconnecting the call. Pt rep disconnected the call.